Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. Further testing was performed, and the results appeared to show rv lead fracture. It was noted that the rv lead brady therapy was programmed off and deactivated. At this time, the lead remains implanted. No additional adverse patient effects were reported.